Manufacturer narrative:
Inspection and testing of the device found the coating of the insertion section was peeling due to deterioration. In addition, service found the illumination output was decreased due to a dirty light guide (lg) lens and damaged lg bundle, and the angulation knob was out of speciation due to wear of the angle wire, confirming the customer's reported issues. Service also observed a leak due to a cut in the adhesive rubber, there were white spots on the image due to a damaged charge-coupled device unit, the device failed the electrical continuity test due to damage on the distal end, the identification labeling of the control section was worn and faded, the distal end was cracked, and the adhesive at the insertion section was cracked. Several device components demonstrated wear, deformation, and discoloration, due to wear and physical/chemical stresses. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the subject device exhibited reduced angulation and the image was darker due to insufficient light output. There was no report of patient or user harm due to these issues. The device was returned to an olympus service center for evaluation. Inspection and testing of the device found the coating of the insertion section was peeling. This report is being submitted for the reportable malfunction identified by service (coating was peeling).

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 07-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause is likely physical stress, chemical stress, storage environment, and so on. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the reporter: the device was inspected prior to the procedure, but not much was identified as there was a low light level. The malfunction was discovered during the procedure. The procedure was a diagnostic bronchoscopy, and the procedure was completed using a similar (fiberoptic) olympus device available at user's facility. There was no patient or user injury reported due to the event.